Event description:
It was reported through clinic notes that around two months ago the patient had a syncopal spell. It was reported that this had happened in the past when the patient's previous generator's battery was found to low, as is captured in MFR. Report # 1644487-2017-03514. Because the patient's last syncopal spell occurred with the low battery on the patient's last generator, the patient's current treating physician believed that the patient's current syncopal spell could be related to the vns and referred the patient for prophylactic generator replacement. The patient's generator diagnostics were within normal limits and the battery was not at end of service. The patient reported no syncopal episodes prior to vns and there were no external factors that could have contributed to the event. The patient underwent generator replacement. The suspect product has not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The suspect product was received and underwent product analysis. The product performed according to functional specifications of the final electrical test. No anomalies or performance issues were found. No further relevant information have been received to date.